Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 large volume infusors leaked from the fill port during filling. The device was filled with fluorouracil and 0.9% normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured may 29, 2019 - may 31, 2019. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water. During fill, a leak/backflow was observed at the fillport of the first device. Further inspection of the device revealed a particle lodged under the checkband. Fourier transform infrared spectroscopy revealed the particle to be acrylic. The device¿s stressmember is made from acrylic. The reported condition was verified. The cause of the condition was not determined. No evidence of a leak was observed from the second device. The reported condition was not verified for the second device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.